Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported that the implantable pulse generator (ipg) experienced capture management issues. The capture management was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.